Event description:
It was reported that during an implant procedure the vertiflex indirect decompression spacer snapped while in a tight space. Another device was used to successfully complete the procedure, and the patient did well post-operatively.